Event description:
It was reported via legal documentation that a patient had a right total hip arthroplasty on (B)(6) 2006 and then experienced a revision surgical procedure on (B)(6) 2011 approximately 4 years and 10 months after initial implant. No other patient information / medical history reported. No images of the devices are provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H10: pending investigation. These devices are used for treatments, not diagnosis. There is no other information available. Concomitants: 829218, 116-01-04 - acumatch c-series 12/14 sz 4. 904883, 120-65-25 - bone screw 6.5mm dia x 25mm long. 789828, 120-65-45 - bone screw 6.5mm dia x 45mm long. 378274, 124-01-56 - acumatch cluster cup porous bead w/ha 56mm. 4661203, 13a2101 - cemex system fast genta 70g. 802570, 142-28-00 - cocr fem head 28mm +0 offset 12/14. 6060114, 620-00-01 - accelerate prp kit 2 spin. F92f, kit-01 - cemex prep kit. 756863, pc-17 - stem centralizer 17mm.